Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was unreadable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's lcd display was removed and returned. Evaluation of the returned lcd display observed extensive damage. The observed damage is typical of device abuse. The lcd display was scrapped. Analysis for reports of this type has not identified an increase in trend.